Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported button keys had delayed and no response. The customer stated numbers were not ramping on their own and the scroll bar was not moving with no input. Customer reported that there was no response from any button. The customer was advised to monitor the time display and customer stated that minutes change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.